Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: (B)(4) was not returned for evaluation. Review of log files was not performed since log files were not available for analysis. Information provided by the site indicated that, in addition to the reported low flows, the emergency medical services (ems) arrived at the patient¿s home and found the patient in ventricular fibrillation (vf) arrest. The patient became unconscious and despite attempts to cardiovert the patient, the patient expired. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Per the instructions for use, cardiac arrhythmia and death are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of cardiac arrhy thmia events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Concomitant products: 694758 lead implanted (B)(6) 2012 407645 lead implanted (B)(6) 2012 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) exhibited constant low flow alarms. Emergency medical services (ems) arrived at the patient¿s home and found the patient in ventricular fibrillation (vf) arrest. The patient became unconscious and despite attempts to cardiovert the patient, the patient expired.